Manufacturer narrative:
The user experienced a capsule tear while aspirating subincisional cortex. Vitrecomy was performed and a 3 piece iol inserted. The patient is doing fine with no follow up needed. The returned sleeve was damaged, but the damage was in a location that would not have contributed to the capsule tear. The sleeve was positioned correctly on the cannula. The cannula did not have sharp edges. There is no indication that the instrument malfunctioned during use. The complaint cannot be confirmed.

Event description:
While removing subincisional cortex the surgeon experienced a capsular tear. A vitrectomy was required and a 3 piece iol was inserted.